Manufacturer narrative:
(B)(4).

Event description:
During the procedure, the physician could not use the dilator because "dilator hole was too small and narrow". A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen psi and a dilator for analysis. Signs of use in the form of biological material was observed inside both the psi and the dilator. Visual analysis revealed that the dilator tip was split/frayed. White stress marks were also observed , which is consistent with damage that occurs due to undue force applied during insertion. The dilator length from the hub to the distal tip measured 8 3/16" which is within the specification limits of 8 1/32"-8 9/32" per the dilator product drawing. The guide wire outer diameter measured 3.029mm which is within the specification limits of 2.97mm-3.05mm per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured 1.3462mm which is within the specification limits of 1.300mm-1.400mm per the dilator extrusion product drawing. The dilator inner diameter at the distal tip could not be accurately measured due to the severity of the damage. An attempt to insert a lab inventory guide wire with a diameter of .877mm (.035") though the distal tip was performed; however, the guide wire was unable to pass due to the severity of the damage. The guide wire was then inserted through the proximal end. Minor resistance was encountered at the distal tip of the dilator. Despite this, the guide wire was able to be pushed through the tip and was able to pass through the assembly. This indicates that there are no other blockages within the dilator. Performed per IFU statement "thread tapered tip of dilator/access device assembly over spring-wire guide. Grasping near skin, advance assembly with slight twisting motion to a depth sufficient to enter vessel." The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire, dilator or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was split/frayed. Microscopic examination confirmed the damage and revealed white stress marks at the tip which is consistent with damage resulting from undue force during an attempted insertion. The dilator met all relevant dimensional requirements, and s device history record review was performed based on sales history with no relevant findings. Based on the customer report and the sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During the procedure, the physician could not use the dilator because "dilator hole was too small and narrow". A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.